Event description:
Same case as MFR report number 3005188751-2011-00238. It was reported during a cardiac catheter ablation procedure for pre ventricular complexes (pvc), an effusion was noted. A right ventricular module was created using nave from the en site velocity system and approx three to four radio frequency applications were performed in the rv outflow tract with generator setting of 15 watts. The physician then performed a retrograde approach using a safire blu catheter to ma the left ventricular outflow tract. Heparin was administered upon left side access. Approx five to ten minutes after left side access, the pt's systolic blood pressure decreased from the mid 120's to the mid 80's. Echocardiography confirmed a 1.7cm effusion in the pericardial space. All catheters were removed and protamine and dobutamine were administered. The pt was observed for 30 minutes to see if the effusion would resolve. Upon weaning of the dobutamine, the pt's blood pressure started to decrease. A pericardiocentesis was attempted without success. The pt was then observed for some time and the effusion was resolving. The pt remained on dobutamine and left the lab in stable condition. The pericardial effusion resolved on its own and the pt is currently doing fine.

Manufacturer narrative:
One safire blu catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed continuity, resistance and egg testing. The catheter created the correct curve when deflected that matched the required template. Steering force to create a curve was within specification criteria. The catheter also successfully passed the pressure drop and ablation simulation test. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.